Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 300 (mg/dl). The customer used a backup pump to address their bgs. It was indicated that the customer has a backup tandem pump available for alternate insulin therapy.